Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/28/2011. An actual sample was received for evaluation. The sample arrived primed and spiked into an empty 2b1322 0.9% sodium chloride solution bag. The sample was removed from the empty bag and spiked into a 1000ml solution bag containing sterile water. The sample was re-primed and no air in-line was observed during priming and flow. The sample was then submitted for an under water leak test and no leaks were observed. Since the sample primed and flowed normally with no leaks or air in-line found, the reported was not confirmed and no root cause was identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system basic solution set in which an air in line occurred. According to the report, the nurse was attempting to infuse vancomycin on a patient via gravity and small air bubbles kept appearing in the tubing. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.